Event description:
Per the audiologist's report, this patient experienced a decrease in sound over a short amount of time after 13 years of successful implant use. Eventually he was unable to hear at all. His external equipment was swapped, but this did not solve the problem. Using the appropriate diagnostic equipment. It was determined that the device was not functioning according to manufacturer's specifications. Explanation/reimplantable surgery was successfully completed in 2005.